Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-50, (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site and increased pain at lead site. Fluoroscopic image confirmed that spinal cord stimulator leads have migrated inferiorly and laterally since placement and upon physical examination there was pain over the surgical site where the lead was implanted. It was determined that an early refill of the patient's medication was done due to increased post-surgical pain. The patient will undergo an ipg revision procedure and replacement of the lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced. No device malfunction was suspected. It was reported that the revision was due to the patient's body dimension. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site and increased pain at lead site. Fluoroscopic image confirmed that spinal cord stimulator leads have migrated inferiorly and laterally since placement and upon physical examination there was pain over the surgical site where the lead was implanted. It was determined that an early refill of the patient&#38112;medication was done due to increased post-surgical pain. The patient will undergo an ipg revision procedure and replacement of the lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced. The ipg was not revised. The physician used the same pocket. No device malfunction was suspected. It was reported that the revision was due to the patient's body dimension. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the patient never had pain associated with the pocket site.

Event description:
A report was received that the patient was experiencing pain at the pocket site and increased pain at lead site. Fluoroscopic image confirmed that spinal cord stimulator leads have migrated inferiorly and laterally since placement and upon physical examination there was pain over the surgical site where the lead was implanted. It was determined that an early refill of the patient's medication was done due to increased post-surgical pain. The patient will undergo an ipg revision procedure and replacement of the lead.